Event description:
It was reported the patient had been experiencing syncopal episodes. It was determined the right ventricular lead threshold was high and unstable with loss of capture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 implantable pacing lead (B)(6) 2005. (B)(4).